Event description:
It was reported that an occlusion alarm occurred. A system check was performed, and the occlusion was found to be within the cartridge. A cartridge change was performed and resumed insulin therapy. The customer's blood glucose level was 394 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.